Event description:
The hcp reported that the pt experienced overdose symptoms following programming. The pump was filled with an increased concentration of drug. The pt returned early to have remainder of the bridge programmed. An incorrect calculation was performed and the pt received an overdose, resulting in unk symptoms. The pump was stopped and reprogrammed. The pt is reported as "doing fine". A follow-up report will be sent if additional info becomes available.